Manufacturer narrative:
Pt identifier was not available at the time of this report. Per the reported event, the system behaved as designed. The reported event was due to a user issue. Instructions were provided to the user regarding correct direction of rod selection which resolved the issue.

Event description:
A medtronic rep reported that there was an inaccuracy with framelink which involved negative numbers when viewing the right side of the model. Info was provided by technical services regarding the direction of rod selection which resolved the issue. The surgeon continued surgery using the stealthstation with no impact on the pt outcome.